Manufacturer narrative:
Device was received with a critical pump error alarm and multiple sequential pump error 53 alarms is found in the downloaded history files due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump erroralarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that they had issue with the battery several times, then eventually got the open book image. Customer stated that software error detected error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.